Manufacturer narrative:
As the device was discarded the ¿other¿ code was selected to indicate that no product evaluation could be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of the iatrogenic perforation at the thoracic aorta. A gore® dryseal flex introducer sheath(dsf) was used for access. The intra-operative angiography imaging after removing the dsf sheath revealed a dissection at the left external iliac artery. An additional bare metal stent was placed. The patient tolerated the procedure. Reportedly, the access vessel diameter was approximately 5mm.